Manufacturer narrative:
Hereunder with investigation report as attachment. The root cause of this event has been identified as disassembly inappropriately by man-mad interference.

Event description:
A (B)(6) representative contacted nephron pharmaceuticals corporation on behalf of a patient regarding a product complaint of no aerosol production on (B)(6), 2014, that was reported as associated with the use of the ez breathe atomizer. The patient reported that the atomizer did not product an aerosol mist after he cleaned the unit and replaced the atomizer's batteries; furthermore, he added that he required medical treatment in the emergency room after the atomizer did not produce an aerosol mist. During a follow-up phone call on (B)(6), 2013, the patient reported that the atomizer did not produce an aerosol mist when he used the device to alleviate the symptoms of an asthma attack on (B)(6), 2014. He added that he required a nebulizer treatment and unknown intravenous medication in the emergency room. The patient is a (B)(6) male with a past medical history that is significant for asthma and chronic obstructive pulmonary disease. He is a former smoker and added that he is a allergic to egg whites. (B)(4).